Event description:
It was reported that the user experienced a trauma and is no longer able to hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user experienced a trauma and is no longer able to hear with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. In addition in situ measurements before the reported impact show two channels with hi status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that the user experienced a trauma and was no longer able to hear with the device. The user has been reimplanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition in situ measurements before the reported impact show two channels with high impedance status due to undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.